Event description:
"(B)(6) 2024 - we were informed of a capsule that was not retrieved, after it being stuck from (B)(6) 2024 to (B)(6) 2024, on (B)(6) 2024 a colonoscopy was done confirming the excretion of the capsule. (B)(6) 2024 - a replacement capsule was sent to the customer."

Manufacturer narrative:
"(B)(6) 2024 - we were informed of a capsule that was not retrieved, after it being stuck from (B)(6) 2024 to (B)(6) 2024, on (B)(6) 2024 a colonoscopy was done confirming the excretion of the capsule. (B)(6) 2024 - a replacement capsule was sent to the customer."